Manufacturer narrative:
The catheter was returned, and analysis found an area of compression on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an gablofen with concentration 2000 mcg/ml at a dose rate of 349.3 mcg/day via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported that intraoperatively, when doing a routing pump replacement, the healthcare provider couldn't draw back any cerebro spinal fluid (csf) so they decided to replace the catheter as well. No patient symptoms were reported. The explanted catheter was to be returned to the manufacturer for analysis. The new drug the patient was receiving via their pump was gablofen with concentration 2000 mcg/ml at a dose rate of 149.7 mcg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the inability to draw back cerebrospinal fluid was unknown. A new catheter was implanted and the issue was resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated the catheter was replaced on (B)(6) 2018. It was reported they were unable to draw back cerebrospinal fluid (csf) via the catheter access port (cap) during the pump replacement surgery. It was also reported the reason for device removal was therapy related (not specified). The patient did not report withdrawal symptoms when questioned. There was no patient injury and the patient recovered without sequela. It was noted there was no rotor or dye study performed. No further complications were reported/anticipated or expected.